Event description:
Customer reported via phone call that paramedics were called on (B)(6) 2015 due to low blood glucose. Customer was treated with juice and insulin gel. Customer had problems with memory due to seizure and brain surgery, therefore customer does not recall details of past hospitalizations. Customer reported that blood glucose had been between 56 mg/dl and 150 mg/dl. Customer does not recall blood glucose level when she was treated by paramedics. Customer was advised about waiting too many days to change set. Customer was also advised to follow up with healthcare professional regarding unexplained low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.